Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra link meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. The same day, the patient obtained the blood glucose reading of 174 mg/dl on the reported meter which she claimed was inaccurately high. Fifteen minutes later, the patient experienced the symptoms of shaking, and it was "hard to move around". At 8:30 am, the patient contacted her hcp for assistance/advice, who advised the patient to consume food and/or a drink as treatment. At 8:34 am, the patient tested her blood glucose level using another meter, and obtained the reading of 60 mg/dl. The patient manages her diabetes with an insulin pump. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.